Event description:
It was reported that the right rear wheel buckles whenever someone is sitting in it. States whenever they turn the wheel is hitting the frame.

Manufacturer narrative:
It was reported that "the right rear wheel buckles whenever someone is sitting in it. Customer stated whenever they turn the wheel is hitting the frame." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.